Event description:
It is reported that in 1992 patient underwent left total hip replacement. Post-op after numerous dislocations, x-rays taken in 2001 revealed fracture of stem at midportion with proximal loosening. As a result, eleven days later, the left hip was revised where fractured stem and acetabular cup were removed and replaced.